Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was removed. Additional information has been requested from the facility, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn into two pieces and one haptic torn. The cartridge was returned with a damaged tip. The injector was returned with no visible damage. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.